Manufacturer narrative:
The technician addressed the issue by evaluating the device error logs and reviewing system operations. The elite+ handpiece's fiber cable and di filter components were replaced to resolve the customer's issue with the device. Routine system maintenance, calibration, verification of shutter functions, and output checks were then performed to confirm that device was operating within specification. There was no patient injury related to this event. This event is reportable as an accidental radiation occurrence (aro) due to the device's unintended discharge of energy.

Manufacturer narrative:
The technician addressed the issue by evaluating the device error logs and reviewing system operations. The vectus handpiece's fiber cable and di filter components were replaced to resolve the device's issue. Routine system maintenance, calibration, verification of shutter functions, and output checks were then performed to confirm that device was operating within specification. There was no patient injury related to this event. This event is reportable as an accidental radiation occurrence (aro) due to the device's unintended discharge of energy.

Event description:
The device's handpiece continued to discharge energy after releasing the trigger button.